Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead dislodged shortly after implant. A revision procedure was performed in which this lead was explanted and replaced. No additional adverse patient effects were reported. This device is no longer in service.